Manufacturer narrative:
An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a hardware design limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. During evaluation the main circuit board was determined to be defective. The top case assembly and main circuit board will be replaced to address the issue. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.